Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of threader balloon catheter with no other devices. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon material over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 1.2mmx12mm threader micro-dilation catheter was advanced to the lesion. The balloon was inflated however it ruptured at 10 atmospheres on the second inflation. The device was completely removed from the patient and the procedure was not completed. No patient complications reported and the patient's status was good.